Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a white foreign material was identified in the air/water (a/w) channel during the repair process. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the crystallized foreign material in the air/water channel could not be determined since it was unknow if there were deviations from the instruction manual in the reprocessing steps at the material residue point, and no physical damage was confirmed at the place where the foreign material remained. Olympus could not identify the foreign material from the obtained information. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.